Event description:
The facility reported that the resident was on the floor. The staff was going to use a sling to lift the resident from the floor. They attached the sling to the lift and started to raise the resident. Just after starting to rise, there was a loud crack and they found the clip on the sling had broken. Another lift and sling was used to raise the resident. The staff inspected the lift and found the lift was working as it should, but the hanger bar was bent and the sling clip was broken. The staff reported the sling may have been caught under the lift as they raised it, and this may have bent the hanger bar and broken the clip. The lift and sling were removed from service until they could be repaired or replaced. No injuries were reported. (B) (4).